Event description:
Depuy acromed received a medwatch form from the FDA and information was redacted from the form. The product and lot codes were not reported. According to the complainant, the tips of the pedicle screws were not removed with the wrench during the initial surgery and a second procedure was required. The product and lot codes were not reported. The screws were not returned for evaluation. No further investigation can be performed at this time. It was not possible to determine if the devices are depuy acromed products.